Event description:
Bi-polar hip arthroplasty performed in 2000. Hip prosthesis dislocated and closed reduction attempt resulted in disassociation of bi-polar component. Revision performed one month later, to replace bi-polar component. While still in hospital after revision, hip dislocated again. Closed reduction attempt resulted in disassociation of bi-polar component. Pt was transferred to another facility for treatment.